Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy, the clips were scissoring. No patient consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.